Event description:
It was reported that the balloon ruptured. A 3.0x220x150 (4f) fg sterling otw balloon was selected for a procedure to treat a patient. During the procedure, the sterling otw balloon ruptured inside of the patient. The sterling otw balloon was recovered using various action and equipment including a snare. There were no patient complications as a result of this event.